Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer had a post error and the programmer booted to a system error; lem (link electronic module) printed circuit board assembly found out of electrical specification. Product ID 229047 analyzer. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.